Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code investigation conclusion), h11. A getinge field service engineer (fse) checked and found battery is not charging power management board for testing purpose. The fse replaced the battery slot interface pcb and checked again and found battery is charging. Observed equipment for more than 3 hours. All functional and safety test performed. Equipment handover to customer in good working condition.

Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) battery was not charging. There was no patient harm.